Event description:
An abbott field service engineer (fse) stated that his hand was pierced by the cell-dyn 3700 probe during system troubleshooting. He was wearing gloves at the time of the incident. He has been trained and working in the field since 2004, but accidentally had his hand in the way of the probe while the analyzer was in operation. His hand bled and he washed it with tap water and batticone solution. He went to the infection specialist and received vaccination with immunoglobulin. Hepatitis testing was negative and will be repeated again in one month.

Manufacturer narrative:
The risk management file for the cell-dyn 3700 indicates that the user may have exposure to physical injury due to moving parts, e.g. Sample loader, syringe drive, or probe. Controls in place include instructions in the cell-dyn 3700 system operator's manual on handling of items and operation of the instrument. The operator is instructed to be cautious with needle tips/tip of the probe and never allow any part of the body to enter the region of movement of any mechanical component when the instrument is operating. A review of historical data did not find any similar issues. Based on the event details and investigation, no product deficiency was identified with the cell-dyn 3700 instrument in regards to the reported incident.